Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, bleeding, infections, dyspareunia, incontinence, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including surgery on (B)(6) 2010 due to vaginal wall erosion. The patient reportedly continues to experience pelvic pain, urinary incontinence, and bladder infections. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent explants surgery due to eroded vaginal sling. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with right uteroscopy, right ureteral biopsy, and right double j catheter placement. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, recurrence of incontinence, bleeding, vaginal discharge, dyspareunia, urinary tract infection, frequency, urgency, and nocturia. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4).